Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 230 mg/dl pm non-fasting. The customer¿s expected am non-fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the high result she had gone to urgent care on (B)(6) 2023. The diagnosis was high blood glucose; customer did not disclose if any treatment had been received. Customer had been advised to obtain new meter. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2025 and open vial date is 10/23/2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.